Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power switch does not turn on occurred due to a faulty ac/dc power supply unit. The cause of the faulty ac/dc power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the front panel was cracked and the lamp had 300 or more hours. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned to olympus the evis exera iii xenon light source, for the annual inspection. There were no reports of patient or user harm associated with this event.    During device evaluation at olympus, it was found the device did not power on due to a faulty ac/dc power supply. A slight burning smell was noted. The report is being submitted due to the device not powering on found during evaluation.